Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review and a visual inspection was performed on this device. The reported problem of "air alarm" was unable to be confirmed. The device air sensors performed within product specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving an "air alarm" while using a flogard infusion pump. There was no patient involvement in association with this event. No additional information is available.